Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) displayed a service code 203 (pulse test fault). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. The cause for the pulse test failure was isolated to a cracked r84 resistor on the defibrillator board and an open r45 resistor on the monitor c/a board. The root cause for the damaged r45 and r84 resistors could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.